Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was  implanted. It was reported that she experienced undisclosed injuries.  No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/14/2021. (B)(4). Additional narrative: it was reported that the patient experienced dyspareunia, urinary problems, erosion and pelvic pain. It was reported that the patient underwent removal surgery on an unknown date. Corrected information: manufacturing site name.